Manufacturer narrative:
The report that a pcu flashed a red and orange light and then shutting down was not confirmed, however, the log recorded channel disconnections occurring within the reported event timeframe and is most likely what the customer experienced. No actual devices were provided for investigation. The pcu event log shows that there were five devices attached to the pcu at the time of the reported event between 0700 and 0800 on 03 june 2020, four pump modules and 1 autoid module: pump module s/n (B)(4) was idle. Pump module s/n (B)(4) was in use and infusing an unidentified medication at a rate of 11.3 ml/hr (initial programming unable to be determined due to only a portion of the pcu event log provided for investigation). Pump module s/n (B)(4) was in use and infusing an unidentified medication at a rate of 75 ml/hr (initial programming unable to be determined due to only a portion of the pcu event log provided for investigation). Pump module s/n (B)(4) was in use and infusing (drugid 323) at a rate of 23.5 ml/hr (6:42 am on 03 june 2020). At 7:20 am, a channel disconnect occurred and unit c (pm s/n (B)(4)), unit d (pm s/n (B)(4)) an the autoid (s/n (B)(4) all disconnected, while unit b (pm s/n (B)(4) kept infusing. Unit c and the autoid were then re-added to the system with a different pump module (pm s/n (B)(4) as unit d. The infusion on unit c was reprogrammed and started and then unit c, unit d and the autoid disconnected again. Unit c and the autoid were re-added to the system, this time without a unit d. Unit c was reprogrammed and started and then unit c and the autoid were disconnected again. From this, it was determined that there were two pump modules on either side of the pcu and the autoid attached to right side of unit d. All three devices disconnected at the same time, which suggests that the disconnect occurred between the right side of the pcu and the left side of unit c (pm s/n (B)(4). The event log for pump module s/n (B)(4) was not provided, and therefore it could not be determined if the disconnect was due to a loss of power or a loss of communication. The root cause of the channel disconnect was not identified. Review of the pump module s/n (B)(4) service history record showed the device had a manufacture date of 08 march 2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 14 september 2020 and indicated that this device has been previously returned one time for service in may of 2019 for bezel post remediation. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the ICU that the pumps gave a red and orange flashing light and then shut down. The nurse noticed the power failure and changed out the devices. Other than the time needed to get a new device, there was no delay in care and no adverse consequences to the patient as a result of this event. It was further reported that the customer ran full preventative maintenance protocols on the devices then utilized them for 72 hours with no issues. They will be put back in service. Also, there were no interventions needed for the patient relating to the event. There is no further information.